Manufacturer narrative:
(B)(4). Date sent: 12/12/2019. Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 14051 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Unknown on what date did the implant take place (reported (B)(6) 2017)? Unknown. When using the linx sizing device what technique was used to determine the size? Unknown. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? Unknown.

Event description:
It was reported that the patient had been experiencing intermitted mild dysphagia which would occur approximately every three or four months after the linx device was implanted. The device was implanted in (B)(6) of 2017 and was explanted on (B)(6) 2019. The linx was in the correct position and it was noted that the patient had a recurrent hiatal hernia with herniation of the stomach posterior.